Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 183 mg/dl at the time of incident and current blood glucose level was 405 mg/dl. Customer experienced symptoms such as tingling tongue. Customer did not mention any treatment for high blood glucose. Customer states that the auto mode feature was not delivering insulin at the time of the incident. Customer is alleging possible insulin pump was under delivering. The insulin pump will not be returned for analysis.